Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to dislocation.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.